Event description:
Patient reported downstream occlusion alarming while using pump. "During troubleshooting the patient mentioned air bubbles in the tubing between the air filter and the port as well as on the other side". Support had the patient power the unit off and clamp the line. The patient was instructed to return to the treatment center to have the pump looked at. Current vtbi: 149.6. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.